Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier was placed inside the patient and the customer noticed that the wire was loose. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was found prior to clip application while inside of the patient. The instrument was not used in the case. The customer noticed that the cable was loose when inserting into the patient through the monitor. The customer used a backup clip applier to continue the procedure.